Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low glucose event, with fingerstick-confirmed readings below 40 mg/dl, after an illness that reduced appetite; the user consumed approximately 15 grams of carbohydrates multiple times and paused ilet insulin delivery for about 30¿45 minutes until glucose returned to range. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention consisting of oral glucose administration; there was no report of serious injury, hospitalization, or other impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device-related findings due to insufficient information and no identified device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.